Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device stopped working and that they can¿t control the device anymore. No patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported on 5/30/2017 that patient was seen in the office. They changed the program from 1 to 4 and asked the patient to let them know if it changed. No further complications reported/anticipated.